Event description:
According to the reporter: occurred during preparation. There was a problem loading the device. After loading the reload onto the manual stapling handle, tried to clamp but could not test. The cartridge did not move at all. Had to change the reload and then no matter on the new reload.